Event description:
A report was received that the pt was explanted due to seroma. Seroma was cleared out when device was explanted. The pt is diabetic and that could be one of the reasons pt got swelling under the ipg site. The pt was reportedly doing well after the procedure.